Event description:
Boston scientific crm received info that the pt with this right ventricular lead reported lightheadedness and developed syncope. Upon reviewing an electrogram in the hospital, the field representative suspected loss of capture. The representative reported that the output of this device was programmed too low for the measured threshold value. An increase in the lead impedance measurement was also noted. The electrogram was faxed to technical services for review.